Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right after the implantable cardioverter defibrillator and right ventricular lead were implanted oversensing was noted but it stopped shortly after and normal system function resumed. The physician elected not to make any programming changes. The patient was in stable condition throughout the device interrogation and would continue to be monitored.